Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged and there was moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: during investigation, there was evidence of moisture found under the display. A leak test confirmed a battery compartment leak. There was moisture found throughout the pump as well. The battery compartment was found to be cracked.